Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they were hospitalized for high blood glucose levels. The customer's blood glucose level was over 600 mg/dl. The customer was treated at the hospital with insulin through IV. Troubleshoot was unable to be completed due to customer being off the pump at the time. The customer had been off the pump for 7 hours prior to hospitalization.